Event description:
It was reported that the device accuracy was off/ needs verification. There was patient involvement.

Manufacturer narrative:
Device evaluated by bd service. A review of the device history record showed the device had a manufacture date of 27sep2010. The review was performed from the date of manufacture to the present date 08jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. Not applicable. Device evaluated by bd.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 27sep2010. The review was performed from the date of manufacture to the present date 16apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device accuracy was off/ needs verification. There was patient involvement.